Event description:
The metal ring at the end of the stent pusher came off during the procedure and was only located in the bladder after an x-ray shot at the very end to check stent positioning. It was removed with reusable grasper. No harm to pt reported.

Manufacturer narrative:
Due to the complaint device not being returned, a proper eval could not be performed. A (B) (4) was pulled from stock for eval. The od of the radiopaque marker on the positioner measured within specification. Upon applying excessive pressure, the marker did not pull out and was secure. The root cause of this complaint is inconclusive at this time. Add'l info has been requested.